Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter zip: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least one bd micro-fine ultra¿ 4mm pen needle was unable to deliver medication. The following information was provided by the initial reporter: this match of needles was very unreliable. Approximately one in every three did not work properly with insulin unable to flow through the needle from the pen.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter zip: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least one bd micro-fine ultra¿ 4mm pen needle was unable to deliver medication. The following information was provided by the initial reporter: this match of needles was very unreliable. Approximately one in every three did not work properly with insulin unable to flow through the needle from the pen.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that at least one bd micro-fine ultra¿ 4mm pen needle was unable to deliver medication. The following information was provided by the initial reporter: this match of needles was very unreliable. Approximately one in every three did not work properly with insulin unable to flow through the needle from the pen.